Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was not able to be interrogated in the clinic. Multiple programmers were tried, without success. However, a remote interrogation had been performed the previous day showing a significant decrease in the remaining longevity. A loss of 12% over three days was observed and a battery depletion (bd) error was also noted. Technical services reviewed the data in the remote monitoring system and confirmed the battery was depleting prematurely, and recommended device replacement for within 90 days. It was also discussed that since the device was not able to be interrogated after the last remote interrogation, a new patient initiated interrogation (pii) should be performed to ensure the telemetry with the device is still possible. Technical services confirmed the device firmware was updated to the current software maintenance release and that an updated programmer was not able to communicate with the device. Therefore, an incompatible software version does not appear to be the root cause of this situation. A device magnet reset could be performed if a programmer interrogation is not able to be completed successfully. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was not able to be interrogated in the clinic. Multiple programmers were tried, without success. However, a remote interrogation had been performed the previous day showing a significant decrease in the remaining longevity. A loss of 12% over three days was observed and a battery depletion (bd) error was also noted. Technical services reviewed the data in the remote monitoring system and confirmed the battery was depleting prematurely, and recommended device replacement for within 90 days. It was also discussed that since the device was not able to be interrogated after the last remote interrogation, a new patient initiated interrogation (pii) should be performed to ensure the telemetry with the device is still possible. Technical services confirmed the device firmware was updated to the current software maintenance release and that an updated programmer was not able to communicate with the device. Therefore, an incompatible software version does not appear to be the root cause of this situation. A device magnet reset could be performed if a programmer interrogation is not able to be completed successfully. No adverse patient effects were reported. The device remains implanted and in service.the device was explanted and replaced the following month. It was not reported whether the interrogation issues were resolved. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. This product has not been returned to boston scientific yet, and as a result, laboratory analysis has not been conducted. However, the associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, the device was interrogated without any difficulty. Then the s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was not able to be interrogated in the clinic. Multiple programmers were tried, without success. However, a remote interrogation had been performed the previous day showing a significant decrease in the remaining longevity. A loss of 12% over three days was observed and a battery depletion (bd) error was also noted. Technical services reviewed the data in the remote monitoring system and confirmed the battery was depleting prematurely, and recommended device replacement for within 90 days. It was also discussed that since the device was not able to be interrogated after the last remote interrogation, a new patient initiated interrogation (pii) should be performed to ensure the telemetry with the device is still possible. Technical services confirmed the device firmware was updated to the current software maintenance release and that an updated programmer was not able to communicate with the device. Therefore, an incompatible software version does not appear to be the root cause of this situation. A device magnet reset could be performed if a programmer interrogation is not able to be completed successfully. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced the following month. It was not reported whether the interrogation issues were resolved. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. This product has not been returned to boston scientific yet, and as a result, laboratory analysis has not be conducted. However, the associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.